Event description:
The pt was implanted with an itrel neurostimulator on 10/21/1999 for chronic intractable pain of the trunk and limbs. The pt stated she had problems with her neurostimulator after walking through a theft detector. The pt was advised to avoid walking through security devices.